Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that they obtained discordant, falsely low carbon dioxide (co2) results on patient samples on a dimension vista 1500 instrument. A customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: replaced sample 3 mixer, performed alignments, ran quick check, and verified the instrument's performance by running patient comparisons and quality control (qc). Siemens determined that the issue was resolved after the cse replaced the sample 3 mixer and performed alignments. The cause of discordant falsely low co2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on 13 patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista 1500 instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.